Event description:
It was reported that several aborted charges and noise on the lead were observed. Insulation damage was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.